Event description:
A report was received that the patient underwent an ipg revision. The patient's ipg had flipped inside the pocket. The physician sutured down the ipg and the patient was reportedly doing well following the procedure.